Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, which had not been recently exposed to moisture. Prolonged button press did not occur. The customer's blood glucose level was not known. Nothing further was reported.